Event description:
Information was received that a smiths medical tracheostomy tube was unable to attach to ventilator circuit. The ventilator circuit would not fit around the tube. A different tube was inserted, and the ventilator circuit was then able to be attached.